Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The battery was above the elective replacement indicator (eri) level. After replacing the battery the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. High current drain. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the pulse generator showed an estimated remaining longevity of six months, then one month later gave an estimated longevity of three months. An increase in current drain from 13 ua in 2008, to 36 ua in 2009, was noted. The pulse generator was replaced.